Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice device, an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with ultrafiltration (uf) volume of 1925 milliliters (ml) during cycle 5. There has been no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but was not duplicated during pal evaluation. The cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. The device met specifications relative to the iipv found in the logs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress through (B)(4).